Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown external fixator device. Part and lot numbers were not available for reporting. Other¿UDI# is unavailable. The device was removed on (B)(6) 2015 after distraction was completed. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reported an event in the (B)(6) as follows: it was reported that the patient developed external fixator (ex-fix) pin site infection on an unknown date following application on an unknown date in (B)(6) 2015. The surgeon reported that the infection was mainly due to the ex-fix monorail being too close the skin making proper pin site care impossible. The problem was resolved by adjusting the position of the monorail to keep the pin sites dry and oral antibiotic treatment. Please also see related complaint (B)(4). This report is for one unknown external fixator device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not to be a synthes product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not to be a synthes product.